Event description:
An optometrist initially reported that she had a pt who was having problems with this product. At this time, she did not specify what kind of problems the pt was having. In 2009, the optometrist called regarding ther pt's reaction to the product. The optometrist stated that her pt was seen in 2009 and at that time she saw epithelial defects in one eye and subepithelial haze in the other eye and corneal haze and staining ou. The pt was experiencing red and irritated eyes ou. Prior to the event, the pt's bcva was 20/20 ou and following the event, it was 20/100 and 20/60 pinhole and her decreased vision was not improving. The optometrist stated she referred the pt to a corneal specialist who diagnosed her with limbal epithelial stem cell deficiency, loss and damage, and treated her with antiviral, antibiotic, steroid drops, artificial tears and bandage contact lenses. On 07/09/2009, a questionnaire was received from the optometrist who indicated that the pt had been fitted by another doctor with contact lenses in 2008 for the first time. She soon began to have red and irritated eyes with contact lens use. The pt discontinued lens wear at about 4 months later. The optometrist noted it was 2009 when she saw the pt (not the date as previously stated) for red, irritated eyes with blurred vision. The optometrist diagnosed contact lens toxic keratitis. The corneal specialist described the event as limbal stem cell deficiency ou with recurrent epithelial defects ou and corneal scarring od. At this time, per the corneal specialist, the event has not resolved. Both the optometrist and the corneal specialist indicated the events were possibly related to the product.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/23/2009, 06/25/2009 and 06/26/2009 and received on 06/25/2009, 06/29/2009 and 07/09/2009. A completed questionnaire was received on 07/09/2009 from the optometrist and the corneal specialist.